Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they found insulin in the reservoir compartment. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and the blood glucose went down to 56 mg/dl. The reservoir will not be returned for analysis.